Manufacturer narrative:
Concomitant medical products: model: 694765, rv lead; implant: (B)(6) 2012.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.